Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right ventricle (rv) had no capture at maximum output. Additional information indicated that the rv lead was dislodged and exhibited impedance issues. This rv lead was explanted and replaced. No additional adverse patient effects were reported.